Manufacturer narrative:
(B)(4). The implanted device remains.

Event description:
It was reported the patient's sleeper implant was explanted (date not reported) for unknown reasons. Subsequently, the patient developed an infection resulting in healing issues and was treated with oral and IV antibiotics (dates not reported). The original implanted device remains.